Manufacturer narrative:
The device was not made available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and associated right atrial (ra) and right ventricular (rv) leads exhibited intermittent episodes of noise over a period of several years. All lead measurements were within normal limits and there were no instances of pacing inhibition with asystole greater than 2 seconds. As the pacemaker was at elective replacement time (ert), a revision procedure was performed wherein the device was explanted and replaced; a new rv lead was also implanted. No adverse patient effects were reported.